Event description:
The customer called and reported experiencing high blood glucose of 452 mg/dl. Customer stated he gave himself insulin during dinner and his blood glucose kept going up. Troubleshooting was performed. There were no air bubbles or leaks found in the infusion set or reservoir. The infusion set cannula was not found to be bent. Customer stated his healthcare provider changed the insulin pump programming the day before. Programming, history and settings all appeared to be accurate. The insulin pump passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin and follow up with healthcare provider regarding unexplained high blood glucose. Customer checked blood glucose again which was at 482 mg/dl and stated he would possibly be calling his healthcare provider again for advice.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.